Event description:
Further information was received indicating that x-rays were taken of the device and no anomalies were seen by physician. X-rays were not sent to manufacturer for review. The physician reports that the device was interrogated, but no further information was given.

Event description:
It was reported that the patient had high impedance. Attempts for further information have been unsuccessful to date.